Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097814. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The patient developed hives, and welts on his back, legs and arms. He also stated the doctor puts him on steroid for his condition (condition was unspecified) and as a result his blood glucose went up. This is being reported due to the systemic steroid treatment. No additional patient or event information is available.